Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a thoraco abdominal branch repair through an axillary approach, the 12 fr. Sheath (1820334-2015-00847) hub broke during the retrieval of an 8 fr. Sheath (1820334-2015-00843), which tore apart. The patient's anatomy was tortuous. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The visual examination of the returned product confirmed the dilator separated from the hub. The hub and fitting remained securely glued and when separated did not retain any dilator material. The separated end of the dilator looked as though it pulled out with force and showed some signs of stretching but was relatively straight and did not contain a flare. Based on inspection of the returned device, the flare was inadequate. The manufacturing record for this lot was reviewed, and nothing of note was observed. It should be noted that there are no other complaints of any nature associated with this lot. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "insert dilator/sheath combination over wire guide" and for removal "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a thoraco abdominal branch repair through an axillary approach, the 12 fr. Sheath (1820334-2015-00847) hub broke during the retrieval of an 8 fr. Sheath (1820334-2015-00843), which tore apart. The patient's anatomy was tortuous. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.